Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that in the morning, the customer experienced a blood glucose (bg) level of 55 mg/dl and some food was consumed to address the low bg level. The customer indicated that the basal setting was set too high and will be discussing the setting adjustment with a healthcare provider.